Manufacturer narrative:
(B)(4).

Event description:
The day after a routine pump replacement, the pt experienced tachycardia, increased spasticity, hypertension, insomnia, mild/localized urticaria, abdominal tenderness, and respiratory failure. The pt was intubated and hospitalized. On (B)(6) 2011, an x-ray/CT scan showed an abdominal fluid collection. It was determined that there was a break/tear/hole at the pump/catheter connection site. The leak in the catheter was causing acute withdrawal. The catheter was revised. The pt outcome was reported as "serious life threatening injury/illness-recovered with sequela". It was noted that the pt developed a pressure ulcer. The device system was used to deliver lioresal 2000 mcg/ml at 350 mcg/day.